Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that during inspection for use. The video system center had connector lock failure. And image noise on endoscope screen (horizontal noise only on endoscope mask, when combined with enf-v2). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, h3, h4, h6, h11. Corrected field: d10. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: battery is depleted. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction the probable cause was poor contact due to defective connector lock and smirch on the connector contact. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.